Manufacturer narrative:
The insulin pump was received with no motor movement during rewind due to corroded motor home switch. Unable to perform the displacement test, rewind test, prime seating test, basic occlusion test, force sensor test and occlusion test due to no motor movement. However, the insulin pump passed the self-test, sleep current measurement and active current measurements. The insulin pump had scratched case, keypad overlay texture damage, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received a pump error 38 during set change. It was reported that issue occurred with each rewind even after insulin pump was turned off and back on. Customer's blood glucose was 17.0 mmol/l. Insulin pump would be replaced.